Manufacturer narrative:
On 07/03/18, it was reported to mentor that the device evaluation and investigation have been completed. The device contained no fluid, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, pe observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. Mentor performs 100% inspection and testing of all devices prior to release. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor smooth round high profile 380cc, serial number (B)(4), lot number 6889500. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with a saline mentor breast implant of an unknown type on the left breast implant and saline mentor smooth round high profile 380cc breast implant on the right breast implant and experienced bilateral deflation. The deflation was confirmed by the healthcare professional on (B)(6) 2018. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7548676 on the left breast implant and with gel mentor memorygel breast implant 500cc, catalog number 3505004bc, serial number (B)(4), lot number 7484820 on the right breast implant. The patient had no complications and was in a stable condition after the surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/21/18, it was reported to mentor that lot number has been provided on device received, lot# 6869993 has been checked that it was manufactured in (B)(4) USA. The name of the device is a saline mentor smooth round high profile 380cc, catalog number 3503380, lot number 6869993. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/25/18, it was reported to mentor that the device history record (DHR) for the lot number 6869993 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).